Event description:
The customer reported that during an iliac angiogram procedure, the catheter tip broke off in the pt. The broken tip remained on the guide wire and was removed using a snare. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually and microscopically inspected. The complaint was confirmed. The tip tubing was separated from the body tubing at the fuse zone. No contamination present in fuse zone. There was evidence of good melt flow in the fuse zone. The first, third, fourth and sixth sideports were distorted/damaged. The tip tubing was accordioned/damaged at the fuse zone and appears to have been subjected to excessive tension prior to separation. The prox end of the tip and the first sideport appears to be slightly elongated. In process tensile testing for this lot exceeded specifications. Merit is unable to determine the exact root cause for the reported failure. Eval method - process eval, microscopic inspection.